Event description:
Boston scientific received information that the remote home monitoring system associated with this device displayed a red blinking light. The patient had been deactivated from monitoring. The patient was advised to contact their physician. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.